Event description:
Patient called today reporting his left knee is very swollen. The swelling started about 3pm yesterday afternoon. He states yesterday his calf was 2x the size of his other, that has gone down some since last night. The knee is a little more warm to the touch, no redness. He does not have a fever. He has been using ice. He is in (B)(6) today and can't get here for an appointment before 4:30pm. Please advise. Patient had his 2nd of 3 synvisc yesterday.